Event description:
The customer reported being hospitalized due to diabetic coma and high blood glucose. The customer's kidneys stop functioning and he was put on dialysis. The customer was wearing the insulin pump at time of admission, and he has been disconnected since (B)(6) 2013. He also mentioned that the insulin pump was beeping and they took the battery out of the device to stop the beeping. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.